Event description:
It was reported that pump housing around usb port was damaged, with screws no longer holding surrounding plastic in place and pump no longer guaranteed to be watertight, although charging ability was not affected and cause was believed to be normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.